Event description:
It was observed that during the device evaluation, the subject device exhibited that the nozzle had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was unable to be identified. And from the provided information the cause of the foreign material remaining in the device is unknown. Therefore, the root cause of the reported event is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.